Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times and previously documented in prior complaints. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged shipment of in-warranty replacement pump, confirmed shipping address, instructed customer to place problematic pump in storage mode and return it within 10 days using pre-paid label, and advised customer to program pump settings and reconnect cgm on replacement pump while selecting correct setup option for users coming from another pump.